Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bypass of gastroenterostomy. According to the reporter: as the 4th firing, even though the handle was squeezed as completely as possible, a doctor opened the jaw and confirmed the multiple malformed staples fell in the surgical field. They could be retrieved at the time of irrigation. Opened another to complete the case with no problem. There was unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.